Event description:
During attempted implant, loss of capture and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was repositioned. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.